Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During the laparoscopic inguinal hernia repair procedure, while the dissection balloon was removed from the package the sheath around the dissection balloon was loose and not holding the balloon tightly wrapped which made the introduction into posterior rectus space difficult. After the physician removed the balloon, he noticed the sheath had come off in the patient. They removed the plastic sheath from the patient's cavity and proceeded with the procedure. There was no harm caused to the patient. The device is expected to be returned for evaluation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.